Event description:
This complaint is reportable based on the analysis completed in 2009. It was reported that during a coronary artery drug eluting stenting procedure, the physician could not cross the lesion with a 3.00x32mm stent. The 70% stenosed target lesion was located in the moderate tortuous and calcified circumflex (cx). The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The procedure was completed with a plain old balloon angioplasty (poba) only. No pt injuries or complications were reported. The pt condition was noted as "good". However, the analysis of the returned device confirmed stent damage.

Manufacturer narrative:
Examination found that the proximal edge of the stent was severely damaged. The stent was damaged on the proximal side of the stent, the first 3 rows from the proximal side were damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.